Event description:
It was reported that this inflatable penile prosthesis exhibited inflation issues and fluid loss as the pump tubing was partially torn. A revision surgery was performed to remove and replace the pump. There were no patient complications reported.